Event description:
Rn left the unit and provided maps to coverage rn. Coverage rn brought patient up on monitor in his room with auto view. Patient had episode of desats requiring removal from vent circuit with elevated peep and no oxygen. Patient auto veiw alarm on monitor did not have auditory/visual half screen show as normal. After the patient was stable with increased sats, assessment of monitor by the rn and biomed showed that nursing unit monitor auto configuration had been changed. If an auto view alarm sounded, the only notification was a small screen prompt to left lower monitor corner.